Manufacturer narrative:
The valve was patent and was within specifications for all pressure-flow and preimplantation testing. The valve did not pass tests for siphon, reflux and leakage due to a tear on the reservoir of the valve. This damage is similar to damage that is caused by a needle puncture. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of the manufacture.

Event description:
It was reported that the valve was not draining at all.